Event description:
Pt was implanted with an itrel 3 implantable pulse generator and lead system for chronic intractable pain (trunk/limbs) on 8/11/98. On 4/14/99, the MFR was notified by the pt's attorney alleging: "I have been retained by the pt in her claim against her co resulting from defective spinal cord stimulators that have caused her to undergo numerous surgeries, as well as continued pain and suffering. A stimulator was implanted in 1996 and within two years it failed necessitating surgery on 8/11/98, 8/12/98, 9/3/98, 9/19/98, as well as 9/23/98. The surgeries occurred because the product stopped functioning within a short time after implantation. Follow-up calls to the health care professional have not been returned.